Manufacturer narrative:
Correction h4: the device was manufactured between 04 aug 2020 (reported as 04 aug 202 on initial) and 05 aug 2020. Additional information was added to d10, h3 and h6. H6: evaluation method code: 4114 will be replaced with 10; h6: evaluation results code: 3221 will be replaced with 213; h6: evaluation conclusion code: 4315 will be replaced with 67. H10: the actual sample was received for evaluation (reported as not received on initial). The sample was received containing 129ml of fluid in the bladder. Visual inspection using the naked eye, did not identify any abnormalities, that could have contributed to the reported condition. A functional flow rate test was performed. And the flow rate was found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured between 04aug202 and 05aug2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. It was further reported the device was "not emptying". The device had been filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.